Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited loss of capture. Programming changes were performed. The patient condition was stable.